Event description:
Ems personnel were attempting to monitor a trauma pt during transport. Allegedly, the ECG trace was not displayed on the screen, although the pt's heartrate was accurately displayed. There were no adverse effects to the pt reported as a result of the alleged malfunction.